Event description:
The MFR rec'd info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed.